Event description:
It was initially stated that the customer experienced high blood glucose. No blood glucose level was reported. Troubleshooting was performed and the insulin pump passed the prime test. The customer's mother called back the next day to report that she took the customer to the hosp for treatment of high blood glucose. The blood glucose levels were between 300 and 600 mg/dl with large ketones. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.